Manufacturer narrative:
A titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated there was ¿sticky pump¿, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a sticky pump.